Event description:
The international distributor reported that the ventilator would not power on. The customer reported the device was not in use on a patient therefore there was no patient harm or involvement. Upon visual examination the distributor reported finding a failed component on the cpu pcb board. Failure of the component as reported may result in a shut down of the ventilator during normal ventilation mode operation. The distributor will replace the cpu pcb board to complete the repair.